Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose and also had a blank display. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with the pump. It was reported that the batteries died and inserted a new battery and the screen went blank. The customer stated that the display was blank currently. The customer was advised they will ship a new battery cap. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will not be returned for analysis.